Event description:
During an in-clinic follow-up, failure to sense and failure to capture were observed on the right atrial (ra) lead. An x-ray was performed and the ra lead was found to be dislodged. A revision procedure was performed to reposition the ra lead to resolve the event. The patient is stable with no consequences.